Event description:
The physician successfully reached the lesion at the basilar artery (ba), and inflated the balloon catheter to the nominal range of 6 atm. The following angiographic run revealed an extravasation of the distal portion of ba and the procedure was aborted. It was reported: "physician believes the rupture could have been possibly due to a distal wire perforation". The patient was stable. No further information was provided.

Manufacturer narrative:
No allegation of device malfunction or non conformance. Device MFR date: unk.